Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 68 days. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had gastrointestinal (gi) bleeding and an onset of bright red blood per rectum (brbpr) on (B)(6) 2015. The patient was hospitalized and was transfused with 2 units of packed red blood cells (prbcs). The gi bleeding was reportedly resolved on the same day. On (B)(6) 2015, the patient underwent a colonoscopy and upper endoscopy followed by a capsule study. Test results from the colonoscopy and upper endoscopy showed bright red blood coming from the patient's ileum, and the capsule study showed red blood throughout the colon. On (B)(6) 2015, the patient had a tagged rbc study which showed active bleeding in the right upper quadrant. The patient was sent to vascular and interventional radiology for an arteriogram with plans to intervene; however, results showed no active bleeding. The patient had dwindling brbpr. The patient did not experience any bleeding on (B)(6) 2015 or (B)(6) 2015 and reported normal bowel movements on those days. The gi bleeding was reported as resolved on 06/14/2015.